Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips was performing a preventive maintenance (pm) on the device and found a defibrillation issue. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
The philips field service engineer (fse) was performing a preventive maintenance (pm) and it was found the device will intermittently fail to boot up. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.